Manufacturer narrative:
Device evaluation summary: the silverhawk was returned with the laser drilled tip fractured and separated. The distal segment of the fractured component was not returned. The separation took place at approximately 1.8cm distal the cutter window. The laser drilled tip which remained showed signs of twisting. The guidewire tubing was intact. A 0.014" guidewire from the lab was loaded into the guidewire tubing.

Event description:
Physician was using a silverhawk device for an atherectomy procedure of a fibrous lesion in the left proximal sfa with 80% stenosis. The device was prepped per IFU. It was reported there was difficulty in flushing the tissue out of the nosecone. Probe was unable to push out the tissue. The procedure was completed using a new turbohawk device. No injury to the patient was reported.

Manufacturer narrative:
Additional info received on july 31, 2017: the fracture in the nosecone occurred during the cleaning process, when the physician/technician were looking for tissue in the nosecone. The cut/fracture was caused deliberately by the physician during flushing outside of the body. No pieces of device were reported to be left in the body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.